Event description:
It was reported that the compressor failed to turn on. There was no patient involvement. Manufacturer ref. #: (B)(4).

Manufacturer narrative:
The investigation of the reported compressor that did not start up has been finalized. Our field service engineer investigated the unit on-site and found out that the compressor transformer was faulty. The problem was resolved by replacing the transformer. The exchanged transformer was sent to us for further investigation. Our investigation revealed that one of the primary circuits in the returned transformer had a bad conducting ability (increased resistance). Our conclusion into this matter is that the reported issue was caused by the increased resistance in the primary circuit.

Event description:
Manufacturer ref. #: (B)(4).